Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump under delivered insulin. The customer¿s blood glucose level was 250 mg/dl at the time of incident. The customer¿s current blood glucose value was 298 mg/dl. The customer did not experienced symptoms due to high blood glucose. The customer treated high blood glucose with insulin manual injection. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer allege under delivery on insulin pump because has been running high blood sugars. The insulin pump will not be returned for analysis.